Event description:
Procedure type: sigmoid resection. According to the reporter: the staples did not form and the tissue was not cut upon applying the stapler. The anvil tilted upon opening but the anastomosis was torn during removal of the stapler. It is unknown if stapler malfunctioned or if a grasper or other instrument was incorporated into the stapler during application. The procedure was converted to laparotomy and surgery time was extended an hour and a half. The original anastomosis was transected and a second device was used to complete the procedure. Some blood loss (approx. 250cc) occurred. The patient is in well current condition.

Manufacturer narrative:
Initial report sent: 12/04/2008.